Event description:
A supplemental report is being submitted due to completion of the investigation on 11 feb 2026 and receipt of additional information on 2 jan 2026. The stent could not be released. Something seemed to break when they squeezed it. Was the product inspected for damage before use? (Kinks etc). Ans. No. Are images of the device or procedure available? Ans. No. What was the target location? Ans. Cbd. What was the length and diameter of the stricture? Ans. Unknown. Was the stricture dilated before stent placement? Ans. Unknown. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ans. Unknown. Details of the wire guide used (diameter, type, make)? Ans. Delta 35inch cook. What endoscope type and channel size was used? Ans. Fuijfilm duodenoscope. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? Ans. Unknown. If altered please indicate the procedure type (e.g., cholodochojejunostomy). Ans. Ercp. Was resistance encountered when advancing the wire guide to the target location? Ans. No. What was the position of the elevator during advancement? Ans. Open. What was the position of the elevator during attempted deployment? Ans. Open. Was the directional button pressed during use? Ans. Unknown. Was the yellow marker kept in view during attempted deployment? Ans. Yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? Ans. Unknown. Was a stent previously placed at the same or adjacent location? Ans. Unknown. Was the safety wire removed? If yes, at what point was it removed. Ans. After point of no return. Did the patient require any additional procedures as a result of this event? Ans. No. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? Ans. No.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2321377 involved in this complaint was returned open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 07 jan 2026. Visual inspection: safety wire in place on return, red marker past the point of no return, break observed approx. 27cm from white tip. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a difficult path may have caused a kink in the introducer and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the introducer breaking, subsequently the stent could not be deployed. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summmary the user was unable to deploy the stent from 1 unit of lot c2321377 of evo-fc-10-11-8-b device. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a difficult path may have caused a kink in the introducer and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the introducer breaking, subsequently the stent could not be deployed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent could not be released.